Manufacturer narrative:
Additional information: h6- health effect - impact code.

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2021 due to noise oversensing noted on the lead. There were no adverse consequences to the patient. .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up to the hospital on (B)(6) 2021. During examination of the right ventricular (rv) lead, it was noted that there were multiple ventricular noise reversion episodes and high ventricular rate episodes caused by lead noise. The physician performed isometric testing on the patient and the noise was not reproduced. Also, pacing impedance had decreased drastically from previous measurements which were taken on (B)(6) 2020. The physician suggested that this corresponds to insulation damage on the rv lead. The physician did not perform any programming changes to the rv lead but elected to monitor the patient going forward. There were no adverse consequences to the patient condition.